Event description:
The customer reported to olympus, the biopsy tube on the evis lucera gastrointestinal videoscope was clogged with foreign material (glue). The issue was detected during reprocessing. The unknown procedure was completed with the same scope. No accessory devices were used. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the issue was confirmed. The biopsy tube was clogged with foreign material that could not be taken out, caused by insufficient or incorrect reprocessing. It was not possible to identify when the foreign material was attached to the scope. There was a possibility that the subject device was used on the patient with the foreign material attached. The distal end was slightly leaking. The insertion section had stains. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) a medical adhesive was injected via an accessory during the case 2) when the user pulled out the accessory, the user mishandled the accessory, resulting in adhesive in the forceps channel. 3) the glue stuck and remained in the forceps channel the event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.